Event description:
It was reported that the jaw does not close all the way ; top part appears to be loose.

Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Complaint not confirmed, the device was found to pass the suture as intended through 1/4 silicone foam. An ar-13995n needle was used along with #2 suture. The jaw was found to be loose, likely causes by a loose cutter pin.